Manufacturer narrative:
Medical device lot #: an invalid lot # of 910021109306 was provided by the initial reporter. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 2 bd¿ gravity set with 3-port closed stopcock manifolds experienced component separation. The following information was provided by the initial reporter: while attempting to place IV tubing into a liter bag of lr, the IV tubing became disconnected from the fluid chamber/reservoir. This resulted in the IV fluid pouring out from the bag.

Manufacturer narrative:
H6: investigation summary the customer reported a separation at the drip chamber and returned one used sample of material cs42522e-07. The sample was clearly separated at the drip chamber, and the complaint is verified. The root cause is traced to insufficient solvent applied during the assembly process. No other failure modes observed. A project is underway to address the solvent issue that causes separations on the drip chamber. CAPA 3974230 has been initiated. A device history record review for model cs42522e-07 lot number 21109306 was performed. The search showed that a total of 19,803 units in 1 lot number was built on 26oct2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that 2 bd¿ gravity set with 3-port closed stopcock manifolds experienced component separation. The following information was provided by the initial reporter: while attempting to place IV tubing into a liter bag of lr, the IV tubing became disconnected from the fluid chamber/reservoir. This resulted in the IV fluid pouring out from the bag.